Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that, just after placing the catheter in the patient, leakage was spotted coming from the white connector. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the damage appears to be use related. One 5 fr d/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed from the catheter and residue was observed in the distal lumen. A functional test confirmed a leak in the distal extension leg. A 2cm split was observed in the extension leg tubing. A 6mm section of the white oversleeve was split directly over the split in the extension leg tubing. The adjoining surfaces of the split tubing exhibited a rough and striated pattern. The split was longer on the inner surface of the catheter, which indicates that the catheter was damaged from within. The observed damage appears to be related to stylet drag wear in the catheter. It was determined that the damage occurred during use since the catheter had been placed and the leak was not observed during the preflush of the catheter. It was reported that the leak was observed just after placement. The product IFU states, ¿preflush catheter with sterile normal saline or heparinized saline to wet stylet.¿ the IFU also states, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿

Event description:
It was reported that, just after placing the catheter in the patient, leakage was spotted coming from the white connector. No patient injury was reported.